Manufacturer narrative:
The product was not returned for evaluation. A review of the device history record (DHR) was conducted and confirmed the product was released meeting all quality criteria and manufacturing specifications. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from a nurse regarding the pre-mixed dialysate bag which ruptured during activation for patient use on (B)(6) 2018. There was no report of an adverse event.